Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When applying locking nuts to crosslink, head to head screw stripped.

Manufacturer narrative:
(B)(4). Three (3) mountaineer head to head cross connector inner screws [product code: 1883-41-200] were returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that a portion of the threads on the inner set screws had become peeled off. Noted damage suggests that the inner set screws were likely not properly seated during insertion and inadvertently cross threading occurred causing the threads to become torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the three inner set screw threads becoming torn off cannot be positively determined. However, noted damage suggests that the inner set screws were likely not properly seated during insertion and inadvertently cross threading occurred causing the threads to become torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.